Manufacturer narrative:
Additional: it has since been reported that the device was explanted (date not reported). It is unknown if the patient was reimplanted with a new device as of the date of this report. This report is submitted on march 25, 2019.

Manufacturer narrative:
This report is submitted on november 19, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient sustained a head trauma and subsequently experienced device extrusion. Additional information has been requested but has not been made avaiable as of the date of this report.